Manufacturer narrative:
The event of granuloma and silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: opening device assessed as unidentified (tear) opening (shell thickness was within specification). As per the investigation procedure crease particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional later reported "benign calcifications", "hyper echogenic liquid between the prosthetic capsule and the fibrous capsule", "ipsilateral axillary lymph node compatible with silicoma".

Manufacturer narrative:
E.1.: phone number: (B)(6), e.1.: address line 1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side rupture. Diagnosed via ultrasound and MRI. The device has been explanted and replaced with a non-allergan product.